Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip. The backlight works properly. However, the device was received with moisture damage in the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported noticing condensation under the display of the insulin pump and stated that they were at a pool the night before and the insulin pump may have been exposed to moisture. Customer also stated that the keypad was unresponsive and the backlight was flickering. Customer's blood glucose reading at the time of the call was 209 mg/dl. No further information reported.